Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The event occurred in (B)(6). Additional information: blood glucose monitor has been returned (B)(6) 2016 and device memory revealed: (there was no information these were obtained on the customer, or human sample from the same human.)

Event description:
Caller reported mobile system blood glucose results of 175 mg/dl, 138 mg/dl, and 55 mg/dl within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips.